Event description:
It was reported that the patient presented during follow-up in clinic. The pacemaker was found with inappropriate alerts for atrial tachycardia and atrial fibrillation (at/ af). Upon review, far r-wave oversensing was detected on the pacemaker. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.